Event description:
It was reported that pump experienced malfunction alarm identified as malf 12, with no notable events occurring beforehand and fault information available. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset procedure, malfunction did not recur after reset, and device was not returned, with no further outcome details provided.